Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. T-wave oversensing was identified in two non-sustained ventricular tachycardia episodes. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2015 for ventricular sensing integrity counter (sic) and non-sustained tachycardia. Analysis of the device memory indicated rv (right ventricular) oversensing. On (B)(6) 2015, two non-sustained tachycardia episodes occurred with v-v intervals of less than 220 ms.

Event description:
It was reported that the patient was seen in the clinic and t-wave oversensing (twos) was noted post ventricular pace (vp). The device polarity was changed from bipolar to tip-coil but made no change. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.